Manufacturer narrative:
(B)(4). Batch # n57k5g. The analysis found that one psee60a device was returned with no apparent damage and with a gst60d cartridge loaded on the device. The cartridge was received unfired and with 11 drivers missing and 3 drivers out of position making the reload non-functional. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on what caused the drivers to be out of position. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process

Event description:
It was reported that during a laparoscopic roux-en-y procedure, upon opening the cartridge, the stapler driver cover was off and the staple drivers began to fall out. The cartridge was not loaded and there were no adverse consequences for the patient. Another like device and reload were used to complete the procedure.